Event description:
During an in-clinic follow-up, it was not possible to interrogate the cardiac monitor with bluetooth telemetry. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
The reported event of the device being unable to be interrogated was confirmed. Based on the programmer logs provided, it was determined that the user attempted to access the icm etp before the icm application had fully loaded. No device malfunction was observed.